Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Patient would be monitored.

Event description:
It was reported that the patient developed a pocket hematoma. The patient would be monitored.